Event description:
An ovation prime abdominal stent graft system was implanted to treat and abdominal aortic aneurysm. The aortic body stent graft and ipsilateral iliac limb were positioned and deployed as expected. The physician attempted to cannulate the contralateral leg of the aortic body but experienced difficulties; the graft leg appeared compressed at a location of significant infrarenal angulation and the guidewire would not advance past the half ring in the graft leg. After attempts to gain access to the contralateral leg were unsuccessful, the patient was converted to open surgical repair. The distal portion of the stent graft was explanted while the stent graft sealing rings and the proximal stent remained implanted with a surgical graft sewn into place. The aneurysm was successfully excluded at the end of the procedure, and there have been no additional patient sequelae reported.